Event description:
In 1985 augumented with saline implants 250/275cc?. P.e. Rippling of both implants and appear to be subglandular with more ptosis on right than left. In 2007 patient underwent bilateral capsulectomy and implant removal. Both implants approx 200cc - both removed intact. Patient augmented with silicone implants 350cc = right and 375cc left.